Event description:
New information received notes that noise oversensing was observed.

Event description:
It was reported that atrial lead noise was observed. The noise has been known in the past. The lead was capped and replaced on (B)(6) 2021. No patient consequences were noted.